Event description:
It was reported that a party stated that her husband underwent shoulder replacement surgery and the device was coming apart. Initial shoulder implanted in (B)(6) 2020. No further information is available.

Manufacturer narrative:
D10: concomitants: a10012 - gps implant kit v2, (B)(6); 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6); 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6); 531-78-20 - shouldr gps hex pins kit, (B)(6); 300-01-17 - equinoxe humeral stem primary press fit 17mm, (B)(6); 320-38-03 - equinoxe reverse 38mm humeral liner +2.5, (B)(6); 320-15-02 - rs glenoid plate sup aug, 10 deg, (B)(6); 320-06-38 - glenosphere 38mm, (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6); 320-20-00 - eq reverse torque defining screw kit, (B)(6); 320-15-05 - eq rev locking screw, (B)(6); 531-20-00 - shldr gps rvrs drill kit, (B)(6); 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6); 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.